Manufacturer narrative:
The investigation determined that the service actions resolved the issue. However, a specific cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number is 86134001 with an expiration date of 31-mar-2026. The field service representative performed checks and adjustments, replaced the sample probe, and replaced the cuvettes. The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 783 mg/dl. The sample was re-centrifuged and retested. The repeated result was 64.9 mg/dl. The sample was tested in another laboratory, and the result was 68 mg/dl. The sample was repeated because the initial result didn't match the patient's clinical history.